Event description:
It was reported to medtronic minimed that the customer received an alarm generated when a power system error (backup battery fails) was detected, and this error did not prevent the pump from running (pump error 25). Troubleshooting was performed the customer reported no adverse event. The event involved product(s) mmt-1885. The customer was able to clear the alarm and complete the rewind but troubleshooting did not resolve the issue no harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per health care professional instructions. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The sc1 cap locks properly into the reservoir compartment. Pump received with scratched case and pillowing keypad overlay during the visual inspection. Successfully downloaded history files and traces using thump. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the adapt tool shows abnormal behavior. In further analysis in the pump history found: pump error 68 alarm on (B)(6) 2024 16:33:03.000, (B)(6) 2024 02:13:58.000, (B)(6) 2024 10:45:15.000, (B)(6) 2024 11:34:30.000. Pump error 49 alarm on (B)(6) 2024 16:33:03.000, (B)(6) 2024 02:13:58.000, (B)(6) 2024 10:45:16.000, (B)(6) 2024 11:34:31.000. Pump error 23 alarm on (B)(6) 2024 16:33:25.000, (B)(6) 2024 02:14:26.000, (B)(6) 2024 10:46:10.000, (B)(6) 2024 11:34:54.000. Pump error 25 alarm on (B)(6) 2024 16:00:00.000, (B)(6) 2024 20:00:00.000, (B)(6) 2024 00:00:00.000 until 23:37:00.000. The pump passed the displacement and active current test. However, pump received with pump error 68, pump error 49, pump error 23 after battery change, pump error 75 alarm during self test and high sleep current measurement during testing. Pump was cut open to perform visual inspection and internal battery not plugged in properly to j6/pcba 1. After reconnecting the internal battery connector on j6 pcba 1, pump was monitored and no pump error 68, 49, 23 after battery change, 75 alarm during the self test and sleep current measurement is within specs. Redownload pump using thump and the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 68, 49, 23, 75 alarm and high sleep current measurement confirmed during testing and pump error 25 alarm found multiple times in the pump history due to internal battery not plugged in properly to j6/pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.